Manufacturer narrative:
Correction: section h6-the health effect-clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than only 2388-inadequate pain relief. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. Troubleshooting was able to resolve the issue. The ipg was re-started, and it is currently operating.